Event description:
It was reported the patient fell on (B)(6) 2013, and although the therapy was still the same, the patient felt a sharp, strong and burning pain on the day of report when the impedances were checked. It was noted the impedance was showing at 592 ohms and 92 for the current. It was also reported the battery was 2.56 volts. Additional information received reported the impedances were fine and the patient was scheduled for a spinal cord stimulator replacement.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3487a-33, lot # j0349379v, implanted: (B)(6) 2003, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot # j0349379v, implanted: (B)(6) 2003, product type lead. (B)(4).